Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned attached to another company's stopcock and had blood visible on the balloon and on the shaft. There was blood visible in the balloon, in the inflation lumen, in the guide wire lumen, and in the sidearm. There was contrast visible on the shaft. The balloon was partially filled with blood. There was a 1.1 cm longitudinal balloon rupture starting 6mm distal to the proximal balloon seal. The balloon had scratch marks near the rupture. There was a 9mm longitudinal tear in the guide wire exit notch. There was a separation at the mid lap joint 5.5cm proximal to the guide wire exit notch. The seal at the proximal end of the separation was torn. There was no other damage to the catheter noted. Product performance engineering reviewed the incident information and analysis of the returned device. Reportedly, during the procedure, the balloon catheter was inflated to 22atm, above rated burst pressure (rbp). Results from quality assurance analysis confirmed a longitudinal balloon rupture, with scratch marks located near the rupture location. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). The used accessories in the case were not returned for analysis, which would have aided in the investigation; however, the most likely root cause of the balloon rupture may be over pressurization of the device. The instructions for use (IFU) warns that the balloon pressure should not exceed rbp. The rbp is based on results of in vitro testing. At least 99.9% of the balloon (with a 95% confidence) will not burst at or below the rbp. The visual inspection also noted a tear in the guide wire exit notch and a shaft separation at the proximal lap joint. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the balloon catheter in an opposite direction as the guide wire. For the shaft separation, as no resistance was reported as being experienced during the procedure and adhesive was visible on the proximal shaft indicating that adhesive was applied, the root cause of the shaft separation cannot be determined; however, the over pressurization of the device may have been a contributing factor in this shaft separation. It was reported that the device was being used in an sfa (peripheral) case. Per the IFU, the powersail coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion, b) balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, c) balloon dilatation of the guidant multi-link stent, multi-link duet stent, multi-link tristar stent, multi-link tetra stent or multi-link ultra stent after implantation. This indication applies to certain balloon sizes and lengths. Based on the analysis of the returned device and the case description, the most probable root cause of the balloon rupture experienced during the procedure appears to be related to the operational context of the device. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: a separated piece could become a foreign body in the patient anatomy and potentiate emboli. Device issue: separated lap joint. It was reported that the powersail balloon catheter was being used in an sfa peripheral case (contrary to IFU). It was also reported that the balloon was inflated to 22atm (above rbp), and that blood was noted coming back into the catheter. Also, during the procedure, the balloon catheter broke in two pieces, proximal to the guide wire exit notch; however, both pieces of the device were able to be removed from the patient without injury. This event is being reported based on the quality assurance analysis, which revealed the catheter separated at the lap joint. No additional event or patient information is available.